Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) controller ac adapters (B)(6) were not returned for evaluation. One (1) controller (B)(6) and one battery (B)(6) were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the devices passed visual inspection and functional testing. Review of the controller log files revealed a controller power-up with associated pump start event logged on (B)(6) 2021 at 08:16:42. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 91% relative state of charge (rsoc) and an active adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for 15 seconds. Loss of power to the controller will trigger the controller screen will be blank and a continuous audible alarm, upon controller start up, the alarm indicator on the controller's front panel will flash red for a brief moment. As a result, the reported event was confirmed. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: (B)(6)¿ controller ac adapter, d9: no. H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. (B)(6)¿ controller ac adapter, d9: no. H3: yes. H6: FDA method code(s): b15, b17. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. (B)(6)¿ battery d9: yes, return date: 29-jul-2021, h3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system controller ac adapter; model #: 1425; catalog #: 1425; expiration date: unk; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Device available for evaluation: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system controller ac adapter; model #: 1425; catalog #: 1425; expiration date: unk; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Device available for evaluation: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system battery; model #: 1650; catalog #: 1650; expiration date: 28-feb-2018; serial #: (B)(4); UDI #: (B)(4). Device available for evaluation: no. Device available for evaluation: no, device evaluation anticipated, but not yet begun. Mfg date: 28-feb-2017. Labeled for single use: no. (B)(4).

Event description:
It was reported that the controller exhibited a loss of power due to a double power disconnect. The patient woke up to the controller displaying a red flashing alarm indicator and blank controller screen. Before the patient could react, the controller rebooted, the ventricular assist device (vad) restarted, and the alarm cleared. At the time of the event, the controller was connected to a battery and a controller alternating current (cac) adapter, it was unknown which cac adapter was involved. The controller, two cac adapters and the battery were removed from service. No patient complications have been reported as a result of this event.